Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, battery voltage 2.6254 volts; preapproaching recommended replacement time (rrt). (B)(4).

Event description:
It was reported that during implantable cardioverter defibrillator (ICD) follow up the device exhibited premature battery depletion. The ICD remains in use, and explant planned. No patient complications have been reported as a result of this event.